Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, an unknown failure occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the unspecified device issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.